Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va16y0b, explanted: (B)(6) 2016, product type: lead. Product ID 3889-28, lot# va16y0b, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care patient reported that patient came in with infection at the pocket from previous implant in (B)(6). Patient was on humira medicine. Hcp explanted whole system to resolve the issue on (B)(6) 2016. Issue was resolved at the time of report. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Patient had previous infection. They had a previous device implanted in 2016. 3 month¿s after implant, the patient developed a delayed infection. The device was explanted. Patient felt the previous infection was due to not being off their humira. They were not taking humira currently.